Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit due to a blood glucose (bg) level of 800 mg/dl and high ketone levels. Customer was treated with intravenous saline, insulin and antibiotics. Reportedly, the customer experienced acute liver and kidney damage. Customer was released from the hospital on (B)(6) 2021 with no permanent damage. The cause for the reported issue was unknown. Tandem technical support performed a pump system check and determined the cartridge had been in use past labeling. Tandem technical support educated the customer on cartridge and insulin labeling. In addition, tandem technical support determined the pump functioned as intended.